Event description:
New information received notes that a bluetooth reset was performed on the implantable cardioverter defibrillator and the pairing was restored. Patient condition was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. It was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.